Manufacturer narrative:
The insulin pump did not alarm with a button error during testing; however, the unit was received with intermittent button response due to corroded keypad traces. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The device also had broken battery tube threads and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 63 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the pump alarmed during bolus delivery. It was confirmed that the pump has physical damage and an unresponsive keypad. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.